Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and repair. During the investigation, the image was pink and the light guide fibers at the distal end were damaged and yellowing. The light guide glass was chipped and the cable unit was scratched. The outer tube had dents and the handle/adjustment ring were discolored and crystalized. Lastly, the rotating handle had broken components. The investigation is still in progress. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video telescope, had an image that is sometimes pink. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the color malfunction ¿green/purple image¿ was attributed to a defect in the charged coupled device unit. The probably cause of the reported event was due to wear and tear due to improper handling. Olympus will continue to monitor field performance for this device.